Manufacturer narrative:
Procedural delays were reported as a result of the reported event. A steris service technician arrived on-site, inspected the unit, and was unable to duplicate the reported event. The unit was confirmed to be operating according to specification. To further investigate the cause of the reported event, the hydraulic manifold is being returned to steris for evaluation. A follow up MDR will be will be submitted once additional information is obtained.

Event description:
The user facility reported movement of their 4085 surgical table during a patient procedure. No injury was reported.

Manufacturer narrative:
The 4085 surgical table was returned to steris for evaluation; a replacement table was provided to the user facility. The evaluation identified that the trend cylinder within the hydraulic manifold was leaking fluid, causing the reported movement of the table. Further evaluation identified that the leak was a result of a scratch in the cylinder tube and a damaged piston. The most likely cause of the reported scratch and damage would be a particulate within the trend cylinder. The unit is not under steris contract for maintenance services. All maintenance is performed by a third-party service provider. No additional issues have been reported with the user facility.